Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the needle cover not present over the needle is inconclusive due to poor sample condition. One 20 ga x 0.75 in powerloc infusion set was returned for investigation. No apparent use residue was observed. The safety mechanism was returned activated over the needle. The device packaging and plastic needle cover were not returned. The complaint of the needle cover not covering the needle could not be confirmed from the sample provided; therefore, the complaint is inconclusive. Based on the description of the reported event, possible contributing factors may include device package handling before and after opening.

Event description:
It was reported that when a package of powerloc was opened, a needle cover didn't protect the needle and a exposed tip of the needle stuck the nurse.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asans0138 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when a package of powerloc was opened, a needle cover didn't protect the needle and a exposed tip of the needle stuck the nurse.